Event description:
(B)(6)clinical study. It was reported that post percutaneous coronary intervention, myocardial infarction occurred. On (B)(6) 2011, the patient presented due to stable angina and was referred for cardiac catheterization which revealed one target lesion. Target lesion #1 was a de-novo bifurcated lesion located in the proximal left anterior descending (lad) artery with 95% stenosis and was 30 mm long with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of a 2.25 mm x 32 mm taxus element stent. Residual stenosis was 0% post dilatation. On (B)(6) 2012, the patient presented with recurrent chest pain lasting for more than 20 minutes and the troponin value was noted to be elevated. The site then reported an event of mycardial infarction. Electrocardiogram (ECG) was performed and it was observed that the patient experienced ischemic symptoms. Target revascularization was then performed to treat the event on the same day. Three days post procedure, the event was considered resolved without residual effects and was discharged on the same day.

Event description:
It was further reported that on october 2012 the lesion in mid left anterior descending artery (lad) was intervened.

Event description:
It was further reported of note per source that the target lesion is a long lesion extending from proximal lad (left anterior descending artery) to mid lad. On (B)(6) 2012, electrocardiogram (ECG) was performed showing anterior stemi (st elevation myocardial infarction) and it was observed that the patient experienced ischemic symptoms. The patient undergone coronary angiography which revealed one target lesion. Target lesion was a 100% stent thrombosis of the previously placed study stent in mid lad (left anterior descending) artery. The target lesion was treated with thrombectomy removing large amounts of clot which revealed patent vessel through the stented segment on the same day. Additional revascularization of the severely diffused and diseased distal lad was done using an unspecified apex balloon catheter. The patient was also treated with reopro and oct imaging confirmed that the stent was widely patent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that stent thrombosis of the mid lad and tvr was withdrawn as it was not related to the study stent. On (B)(6) 2012, the patient was hospitalized. The site confirmed that there was no stent thrombosis and that the thrombus occluding the stent was propagated from the distal vessel (more than 5 mm distal to the study stent. Post removal of the thrombus, the stent was patent with 'no obvious cause within the stented segment for the occlusion'.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2011, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2012, target vessel revascularization revealed patent vessel through the stented segment and also the thrombus originated in distal lad more than 5 mm distal to study stent. As his pain had resolved and st segments had come down, the procedure was stopped and treated with reopro as optimisation therapy for an unstentable thrombotic lesion.